Manufacturer narrative:
The medtronic representative reported that the site inadvertently removed the small passive reference frame when adding the microscope probe. The cause of the issue was attributed to user error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that after rebooting, due to the system not recognizing the scope probe, the system would not let the site move past the registration task providing a message that the patient reference frame was incorrect for the registration. The system was able to track other instruments and the spheres on the reference frame were new. The site moved back in the software and opened the admin tab, when returning to registration the reference frame was recognized and the site was able to continue to navigate. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The cause of the issue was determined to be user error in removing the instrument tool card.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the site inadvertently removed the small passive reference frame when adding the microscope probe. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.